Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that high purge pressure alarms occurred on the impella 5.5. The clinician tried all troubleshooting techniques without resolution of alarm. The clinician will try to change the purge cassette and the tpa protocol.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation into the high purge pressure has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the high purge pressure cannot be determined with insufficient data logs and product to investigate. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ to conform to updated procedures, sections d6 & h10 were revised with updated information.